Event description:
Customer called to report that the insulin pump alarmed no delivery. Customer also reported bent cannulas on the insulin pump. Customer's blood glucose reading was 600+ mg/dl. Customer reports the alarm was resolved by a complete set change. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.